Manufacturer narrative:
Please note that the phone number for the initial reporter was not provided and is unknown. This received image has been analyzed but the final, approved draft of the picture analysis and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the radiopaque markers on a 6mm x 150mm smart vascular superficial femoral artery (sfa) self-expanding stent (ses) were displaced. An image of the stent was provided which shows the radiopaque markers on the distal stent opening are shifted. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the radiopaque markers on a 6mm x 150mm smart vascular superficial femoral artery (sfa) self-expanding stent (ses) were displaced. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was not returned as expected; however, images related to the event were provided and reviewed. One fluoroscopic image shows a deployed self-expanding stent over an unknown guidewire. In the image it can be observed that the distal opening of the stent is narrowed, and distal radiopaque tantalum markers are shifted and not uniformly expanded. The reported ¿stent - incomplete expansion¿ and ¿stent -damaged - tantalum markers¿ were confirmed based on evidence of a narrowing seen at the distal stent opening in the provided fluoroscopic image and the non-uniform expansion of the radiopaque tantalum markers. The tantalum markers also appear to be shifted in the provided image. Without the return of the device, the exact cause of the observed malfunctions could not be determined. Vessel preparation, procedural and/or anatomical factors, as well as the handling process during delivery and post dilatation may have contributed to the reported events. However, without the return of the device for analysis and with the limited amount of information provided, it is difficult to determine the root cause. According to the instructions for use, which is not intended to mitigate risk, ¿post-deployment stent dilatation: a. Advance the deployment lever to its pre-deployment position while maintaining the handle in a fixed position. Recover the delivery system by pushing the lever as far forward as possible and then by turning the dial counterclockwise, while keeping pressure on the lever, until the lever reaches the end of the slot and the tip is re-sheathed. While using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the sheath introducer. Remove the delivery device from the guidewire. Caution: the delivery system is not designed for the use of power injection. B. Using fluoroscopy, visualize the stent to verify full deployment. C. If incomplete expansion exists within the stent at any point along the lesion, post-deployment balloon dilatation (standard pta technique) can be performed. D. Select an appropriate size pta balloon catheter and dilate the lesion with conventional technique. The inflation diameter of the pta balloon used for post dilatation should approximate the diameter of the reference vessel. Remove the pta balloon from the patient. Contraindications: generally, contraindications to pta are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Patients with a target lesion with a large amount of adjacent acute or subacute thrombus.¿ the picture analysis does not suggest that the observed malfunctions are related to the manufacturing process; therefore, no corrective or preventive actions will be taken at this time.